Event description:
It was reported that during use of the bd respiratory viral panel for bd max¿ system, for an unspecified number of patient samples, sars-cov2 results were discrepant when compared to sars-cov2 results from separate assay, bd sars-cov-2 reagents for bd max¿ system. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: qqx. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ respiratory viral panel assay (ref. 445373) of an unknown kit lot was performed by the complaint¿s history review. Customer reported obtaining discrepant results for the covid target when using a bd max rvp assay of an unknown kit lot, which includes multiple targets, versus when tested with a single target test (assay name or platform were not specified). There is no indication of an increase in complaints for discrepant results when using the bd max respiratory viral panel kits. Despite multiple attempts made to receive information from the customer, no kit lot nor data was provided for the investigation. Without data, bd is unable to identify the cause of the customer issue. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. However, limit of detection can vary between different assays or verification methods and could explain the customer's issue. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd respiratory viral panel for bd max¿ system, for an unspecified number of patient samples, sars-cov2 results were discrepant when compared to sars-cov2 results from separate assay, bd sars-cov-2 reagents for bd max¿ system. There was no report of patient impact.